Manufacturer narrative:
(B)(4): implanted device remains.

Event description:
Per the clinic, the patient underwent a surgical procedure on (B)(6), 2012, to excise infected tissue around the implant site. Per the patient's surgeon, the infection is believed to be linked to the patient's work environment. The patient was also treated with antibiotcs, and the abutment was exchanged for a longer model. The implanted device remains.